Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(4), ubd: 10-nov-2015, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 20-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and a patient implanted for non-malignant pain. It was reported that the patient had a recent fall due to what they suspect is a herniated disc. The patient stated that stimulation has been inconsistent and turning on and off. The rep indicated that an x-ray showed no lead migration. However, an impedance check showed that both cervical and lumbar leads are fractured. It was mentioned that surgical intervention was planned, and both of the leads are to be replaced. The rep stated that they have no further information regarding the event at this time, but an update will be sent when surgical intervention occurs. No further complications were reported or anticipated.